Event description:
It was reported that the user received a low insulin alert on the ilet and, after a recent site change, contacted support and was guided through a partial supply change; blood glucose was affected with sustained hyperglycemia above 180 mg/dl for more than 90 minutes and device alerts for readings above 300 mg/dl. Symptoms included fatigue. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education completed by support. Investigation of this case revealed a device issue coded as high glucose with low drug alert, while the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.